Event description:
Customer alleged the chair was going uphill in his driveway when it cuts off as if there isn't enough power as well as others issues when going uphill in his driveway. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model tdxsp, serial number/date code (B)(4) is approximately 10 months old. The owner's manual part number 1143190 rev k (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is stated as having batteries replaced twice and the joystick/controller being replaced once. The tdxsp power chair was purchased for the consumer by a contractor for (B)(6), a full service medical facility, a team of highly skilled primary care physicians and ancillary providers. The consumer alleges that when he is going uphill, in his driveway, the chair will cut off like there is not enough power. All issues are when he is driving up his driveway. The owners manual states a warning on page 17, "do not go up or down ramps or traverse slopes greater than 9°". The degree of the driveway is allegedly below the 9 degrees. No injury is alleged.